Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. The broken screws were returned in bio hazardous condition. A visual inspection through the bag was performed. The visual inspection revealed both screws were broken. The complaint was confirmed. The most-likely cause was determined to be excessive torque which sheared the screws during insertion. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported two implants broke during a neuro procedure. The broken implants were removed from the patient. There was a three minute delay as additional implants were available to complete the surgery.